Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell. The baxter technical representative (tsr) reviewed the alarm log and found se 2240 and se 2367. The home patient (hp) was in dwell 5 of 5. The hp had 3 bags. The hp stated that he did not disconnect. The bags were not disconnected. There were no unused lines. The hp had solution in the final bag only. There were no leaks. The tsr referred the hp to the registered nurse (rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient (hp) was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp stated they might have possibly had this alarm once prior a very long time ago. The hp stated he did not develop any adverse reactions or need any medical intervention and is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).